Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s ankles swelled due to the pump settings. Reportedly, the customer¿s correction factor needed to be adjusted. Customer was unsure if pump settings were initially entered in incorrectly or if healthcare professional recommended a settings adjustment. Customer went to the emergency room. Reportedly, ER doctor stated swollen ankles were not due to pump settings and defined swollen ankles as a ¿bulge¿ that was unrelated to the pump. Customer did not acknowledge, and alleged the pump settings were the cause for swollen ankles. Recommendation was made to discuss pump settings with a health care professional. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.